Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that hcp want to know if this patient has interstim since the placement is "atypical". Caller confirmed that hcp was waiting on notes from patient's previous hcp and hcp did not make any allegations against the therapy or system. As caller was talking about placement. The caller stated "it's done something for sure". Caller speculated patient was revised and re-implanted in the u.s. But again, they had no patient history or report of allegation against therapy or system. No further patient complications are anticipated or expected as a result of this event.